Event description:
It was reported the system was upgraded to an ICD (implantable cardioverter defibrillator), and lead removal was required to gain venous access. The leads subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; full lead in segments returned and analyzed. Blood/body fluid was present in/on the proximal conductor, and the inner insulation had cosmetic mio. The outer insulation was kinked/buckled, melted, and breached cut. It also had cosmetic esc and cosmetic depression. (B)(4) inner insulation breached esc; full lead in segments returned and analyzed. Blood/body fluid was present in/on the proximal conductor, there was blood in/on the helix mechanism, and there was inner insulation cosmetic mio. The outer insulation had breached and cosmetic esc, was torn, and had a cosmetic depression.